Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) with dizziness and lightheadedness due to intermittent loss of capture (loc), with pauses greater than two seconds noted. A temporary pacing wire was placed, and the rv lead was scheduled for extraction. The rv lead was observed to be fractured and was subsequently explanted and replaced with a new lead due to loss of capture and noise. No additional adverse patient effects were reported.